Event description:
A malfunction was reported on the pump by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after this action. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.